Event description:
The pt experienced a shocking sensation and no therapeutic benefit. The device was turned off. Impedances were greater than 2000 ohms on bipolar pairs, indicating an open circuit, read when the implantable neurostimulator was set as follows: amplitude: 1.5 volts, pulse width: 210 microseconds, rate: 30 hz. The lead was replaced. The hcp reported the pt outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.